Event description:
Out of box faulure. Hosp biomedical staff report that during incoming inspection, the device was powered on, the service light came on and error code 400d was logged in device memory. After that the device would intermittently not power on.

Manufacturer narrative:
Medtronic ers continues to investigate the reported event.